Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device was last serviced four years ago for an unrelated issue. The reported problem was verified through functional inspection and was therefore replicated. The root cause of the problem was an intermittent motor. The motor was replaced, and the device then passed all functional tests after repair.

Event description:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.